Manufacturer narrative:
This product has a 5-year shelf life. The device has been not returned for evaluation, though requested by 3m. Complaint history was reviewed for the last 24-month period for the failure code, product's global sales code of sxj, and reported lot 19016m. No statistical trend was observed. 3m will continue to monitor. End of report.

Event description:
The mother of a (B)(6) female reported her daughter applied four of the referenced bandages to her left leg, each application, to cover a rash on the inside thigh. Skin preparation details were not specified. Date(s) and duration of wear was not specified. The mother reported her daughter changed the bandages after showering. Total number of applications was unknown. The mother alleged her daughter had a red, bumpy and "blistery" skin reaction to the bandages. The reaction occurred where the bandage adhesive was in contact with the skin. The mother reported her daughter has no known allergies. The daughter visited a doctor on approximately (B)(6) 2019. The mother reported the doctor stated her daughter had a an "allergic reaction" to the bandages. An unspecified topical medication was prescribed. The daughter discontinued use of the bandages per the doctor's recommendation. The mother reported the affected area was improving with the use of the prescribed medication.

Manufacturer narrative:
Updated method, results, and conclusion codes based off analysis findings. The device was received and evaluated. A visual review found no notable damage, defects, or foreign matter. Complaint history was reviewed for the last 24-month period for the failure code, product's global sales code of sxj, and reported lot 19016m. No statistical trend was observed. 3m will continue to monitor.